Manufacturer narrative:
Continuation of medical devices: product ID 37761, serial# (B)(4), product type recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the 37761 desktop charger sn# (B)(4) found evidence of broken connector pins. Fdc code applies to the recharger. Fdc code applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome, spinal pain. It was reported that the desktop charger (dtc) had a bent/broken/loose connector pin, that the implantable neurostimulator had depleted due to being unable to charge the ins recharger (insr), and recharge the implantable neurostimulator. The patient reported being in pain do to the lack of stimulation. A replacement dtc was sent. No additional patient symptoms or additional device complications were reported with this even

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Fdc code 92 applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.